Manufacturer narrative:
During the device evaluation and upon follow-up with the user facility, the reported event could not be duplicated. Corroded components were replaced, and the device was returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was was running without user activation. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was running without user activation. No delay, no medical intervention and no adverse consequences were alleged with this event.